Event description:
Pt was admitted to the hospital presenting with edema, swollen legs, and frequent falls. The patient has a history of an open reduction internal trochanteric nail fixation of a left hip fracture. The nail was originally in excellent position. However, the hip fracture began to compress over the months and the lag screw began to migrate laterally as the hip progressed. Examination findings were that the lag screw was somewhat prominent. The md advised the patient of the possible need of hardware revision or replacement and it was possible that other reconstructive procedures might need to be done in the future. The md also gave the patient follow up instructions, but the patient had apparently missed several visits and had not been seen in the office. However, a recent CT of her pelvis, presumably to evaluate the swelling in her leg, revealed that the trochanteric nail remains in good position, the distal locking screw remains in good position, but the lag screw has migrated proximally through the trochanteric nail, and is now lodged in the head and neck of the femur, traversing the acetabulum, and extends approximately 4 cm into the acetabulum. The pt denies any blood in her urine or any change in her bowel habits.